Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp solution set leaked where the drip chamber meets the tubing. The issue was identified during treatment. The treatment was stopped immediately and therapy was continued with a new set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed including clear passage and pressure testing which revealed a leak between the assembly of the tubing into the drip chamber. Dimensional test was performed, at the tubing and was according to specification. Priming was performed at the set with sterile waster which revealed a leak in the affected area. The reported condition was verified. The cause of the condition was due to low assembly between components during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On october 30, 2023, medwatch reference number mw5146932 was received for this report. Should additional relevant information become available, a supplemental report will be submitted.